Manufacturer narrative:
Product analysis: part # 6534530, lot # h5612041 visual and microscopic examination of the returned implant did not reveal any deformation of the female torx or thread damage. The threads appear to be used but no signs of cross threading. The upper break off portion of the screw was not returned. Functional evaluation with a sample bone screw found the set screw able to be fully engaged and removed from the implant without issue. After visual, microscopic and functional evaluation, the implant appears to be capable of performing its intended function. Unable to determine root cause of screw backing out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via manufacturer representative for an event which occurred during use in a patient who underwent sai posterior fixation procedure on (B)(6) 2020. It was reported that the set screw of the left sai screw backed out. A re-operation was performed in which the set screw was removed, the rod was bent and tightened again. Event date is (B)(6) 2020, and it was notified to the manufacturer representative on (B)(6) 2021. The date of implant was (B)(6)2020 and date of explant was (B)(6) 2021. Product will be returned, and it was replaced with a medtronic product. There was health damage in the patient. Update received on (B)(6) 2021: screws were used only at l3 and sai on the left side that had backed out. It was said that l4-5 were skipped. It was said that the set screw on the caudal side that had backed out and the set screw of l3 could be collected, so the rod was bent again and continued to be used.